Event description:
It was reported that at implant the lead exhibited loss of sensing. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of loss of sensing was not confirmed in the laboratory. Electrical measurements revealed high impedance due to that the helix was in retracted position and was clogged with dried body fluid/tissue. Normal lead impedance was measured when helix was in extended position.